Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch mbh083 and no non-conformances were identified.

Event description:
It was reported that a patient underwent a thoracic procedure in 2019 and suture was used. The suture broke when sewing during the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.